Event description:
Reference number (B)(4). Event occurred in the united states. (B)(6) 2026, with levels remaining elevated for more than four hours. The blood glucose level was 195 mg/dl and the patient got treated with insulin pump. No further information is available.